Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('chronic pain in left side of abdomen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion disability), migraine ("migraine headaches"), insomnia ("trouble sleeping"), arthralgia ("joint pain"), night sweats ("night sweats"), menstruation irregular ("irregular menstrual cycles"), depression ("depression"), general physical health deterioration ("multiple health issues"), sciatica ("pain on the left side/gp told me yesterday that it must be sciatica.") And irritable bowel syndrome ("ibs") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain, migraine, weight increased, insomnia, arthralgia, night sweats, menstruation irregular and depression had not resolved and the general physical health deterioration, sciatica and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, arthralgia, depression, general physical health deterioration, insomnia, irritable bowel syndrome, menstruation irregular, migraine, night sweats, sciatica and weight increased to be related to essure. The reporter commented: physician told me yesterday that it must be sciatic nerve, since the pain goes down my leg. Concerning the injuries reported in this case, the following one were reported via medical record: sciatica (confirming abdominal pain) . The following information was received from social media ibs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('chronic pain in left side of abdomen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion disability), migraine ("migraine headaches"), insomnia ("trouble sleeping"), arthralgia ("joint pain"), night sweats ("night sweats"), menstruation irregular ("irregular menstrual cycles"), depression ("depression"), general physical health deterioration ("multiple health issues"), sciatica ("pain on the left side/ gp told me yesterday that it must be sciatica.") And irritable bowel syndrome ("ibs") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain, migraine, weight increased, insomnia, arthralgia, night sweats, menstruation irregular and depression had not resolved and the general physical health deterioration, sciatica and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, arthralgia, depression, general physical health deterioration, insomnia, irritable bowel syndrome, menstruation irregular, migraine, night sweats, sciatica and weight increased to be related to essure. The reporter commented: physician told me yesterday that it must be sciatic nerve, since the pain goes down my leg. ¿concerning the injuries reported in this case, the following one were reported via medical record: sciatica (confirming abdominal pain) ¿. The following information was received from social media ibs. Quality-safety evaluation of ptc: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added - ibs. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.